Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. The complainant reported that the associated automated impella controller (aic) had a console failure. The aic was exchanged. No patient harm has been reported.

Manufacturer narrative:
The console was received for investigation. Console logs from the reported day of event are consistent with complaint. During testing of the console, and particularly of the optical bench, it¿s been observed that the output of the ccd (analog output of the bench) indicated possible defect of ccd. When monitored over several hours, the output of the ccd was observed to be spontaneously changing, without any interaction with the console. This phenomenon likely affected placement signal calculation, and the observed likely defect of ccd could have additionally affected optical bench internal algorithms. The cause of the automated impella controller (aic) issue was a defective optical bench. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12126: d3 manufacturer name, city and state missing. F6/f8-should have been left blank. G1 reporting contact fax number missing.